Manufacturer narrative:
Correction: review of the information provided, and the investigation results indicates that this catheter was unusable at the time that the individual package was opened. This event is not MDR reportable; cancel MDR.

Manufacturer narrative:
E. Street address longer than allowable: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte-n catheter tip is damaged. The following information was provided by the initial reporter, translated from portugues to english: catheter has damaged tip.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38834214 and lot number 3082690. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the catheter tip was observed defective. It appears that the catheter unit is pushed out from the needle unit and that the catheter tip is bent. An exact cause could not be determined for this incident. There are current controls in place for outgoing and in-process inspections for catheter tubing damage. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.